Event description:
Importer reported that user facility reported that a patient sustained a burn at the treatment site following use of the opus system.

Manufacturer narrative:
A single localized burn was reported following treatment with the opus microplasma focus tip. The event is considered transient and is expected to improve with standard post-treatment care. The device was requested for evaluation; however, despite multiple due diligence attempts to coordinate device retrieval, the customer has not responded. Based on the available information, the most probable root cause is related to treatment technique (user error). Based on the information available at the time of assessment, the event does not meet the criteria for mandatory reporting under 21 cfr part 803. However due to possibility of very small residual scar that may remain, it is reported to FDA in a good faith.